Event description:
The customer reported that images intermittently went black when rotating the c-arm from ap to lateral. This resulted in a loss of the live image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and hard drive were replaced. The system was tested and found to be working as intended.